Event description:
International affiliate reports the patient sat on a chair and heard a pop as a skull pin penetrated the cranium. Patient wanted skull pin removal only under full anesthesia. The pins and halo crown were removed under full anesthesia, and anterior stabilization was performed.

Manufacturer narrative:
The hifix skull pin is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. The cause of pin penetration cannot be determined at this time. Proper selection and placement of the device is important. The condition of the patient and the bone quality prior to application as well as the method of skull pin fixation are unknown. As noted in the accompanying application instructions, the device is not for use on patients with compromised bone quality. If skull fracture is suspected, a preapplication CT scan is suggested to ensure skull pins are not placed in a fracture site. The pins must be properly secured and adjusted over time as necessary. The devices are dependent upon proper application and fixation as well as patient compliance. At this time, the complaint is considered to be closed.